Event description:
It was reported the patient had issues with repeated dose increases over the last 6-months to 1-year with no clinical effect. It was noted the patient therapy had been fine for 6-years. The patient then had a routine pump replacement for end of life (eol) and it was noted the catheter was sutured to the pump and the healthcare professional (hcp) was unable to aspirate the catheter. A catheter revision was also performed and it resulted in the hcp being able to aspirate 3 milliliters (ml). A back-table prime of 0.3 ml was performed on the pump and a second prime of the catheter volume would also be performed. The outcome of the event was unknown. The pump was used to deliver lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).